Manufacturer narrative:
Product analysis: motor runs intermittent and connector was worn. Internal cable was black due to corrosion. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the handpiece was not working. There was no delay in the surgical procedure. Additional information received from rep stating that during use on a patient the bur was not stable/wobbling. There was no patient impact